Event description:
Laparoscopic lysis of ahesions and repair of recurrent right inguinal hernia -" laparoscopic clip applier - tip broke when clamping vessel, first use. Tip retrieved from abdominal cavity."

Manufacturer narrative:
This report is to follow up with medwatch# (B)(4). Investigation summary: the event unit was returned for evaluation with a bent clip stuck in the jaws. Upon inspection, engineering found the shaft to be bent and was unable to confirm the customer's complaint of the tip separating as all components were intact. Upon disassembly, engineering found excessive tissue debris within the unit. The root cause of the excessive tissue debris in the unit remains unknown. The root cause of the bent shaft is due to excessive force. This document represents our final report.

Manufacturer narrative:
The incident device anticipated to return. A follow-up report will be provided upon completion of investigation.in accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.